Event description:
The customer reported their AED will not power on and displayed a error code warning. A new battery was inserted, the service code was cleared, and the AED is okay to remain in service. This event did not occur during patient use.

Manufacturer narrative:
Communication with the customer identified the battery pack was depleted due to 'battery voltage'. The maintenance schedule isreported as quarterly. Customer inserted the back-up battery pack, cleared the service code error, and the AED functioned as designed. The battery pack will not be returned for analysis. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the defibtech ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. "Follow all battery pack labeling instructions. Do not install battery packs after the expiration date." This device is used for treatment, not diagnosis. The available information does not indicate that the device did not perform as intended or failed to meet product specifications.